Event description:
It was reported the patient requested the ipg be explanted due to pain at the ipg site. The patient's system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The complaint could not be analyzed for discomfort at ipg site. There was no physical or functional anomaly that could cause the reported complaint. The ipg passed all functional testing after it recovered.